Event description:
The user's hearing with the device is affected. There was no report of specific trauma and no swelling or redness over the implant site. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing with the device is affected. There was no report of specific trauma and no swelling or redness over the implant site. The user has been re-implanted.

Event description:
The user's hearing with the device is affected. There was no report of specific trauma and no swelling or redness over the implant site. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.